Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer would clear the alarm and resume insulin delivery to complete the bolus. The customer's blood glucose level was not impacted. Tandem technical support was not able to troubleshoot to determine a possible cause of the occlusion alarms as the customer was not currently receiving an alarm.